Event description:
It was reported that the pace/sense portion of the 6947 lead was capped due to sensing difficulty, and replaced with a model 5076 lead. No patient complications have been reported as a result of this event.